Manufacturer narrative:
The manufacturer previously reported information alleging a patient has passed away while using a ventilator. Medical intervention was not specified. The clinical expert's observation is that the cause of death and hypoxic respiratory failure were not related to the device based on no allegations of any specific device malfunction or other clinical information indicated. There was a death reported or alleged to have occurred. It was reported, "the patient passed away due to respiratory arrest on april 7th. Although a detailed hearing was not conducted, it was indicated that there is a possibility of an incident attributable to the hospital's responsibility." We have been asked to submit the alarm and event logs from april 6-7. The sales representative visited the hospital and collected the device. The clinical expert's observation is that the reported event makes no allegation of any specific device malfunction, use error, failure, labeling, or other deficiency that is relevant to the harms reported. Based on available information available at this time, the alleged harm death is assessed as not related to the device in this case. Therefore, based on information available at this time, the device did not cause or contribute to a serious injury or death. Additionally, the sales representative disclosed more information on the event. The purpose of the use of the ventilator was for terminal care. The circuit/mask that was being used at the time has already been discarded. The medical device used with the ventilator was r1143625 inspired heated humidifier vhb100 (rental). The device has not been returned to the manufacturer. The manufacturer's investigation is ongoing. A supplemental final report will be submitted when the manufacturer's investigation is complete.

Event description:
The manufacturer received information alleging a patient has passed away while using a ventilator. Medical intervention was not specified. The clinical expert's observation is that the cause of death and hypoxic respiratory failure were not related to the device based on no allegations of any specific device malfunction or other clinical information indicated. There was a death reported or alleged to have occurred. It was reported, "the patient passed away due to respiratory arrest on (B)(6). Although a detailed hearing was not conducted, it was indicated that there is a possibility of an incident attributable to the hospital's responsibility." We have been asked to submit the alarm and event logs from (B)(6). The sales representative visited the hospital and collected the device. The clinical expert's observation is that the reported event makes no allegation of any specific device malfunction, use error, failure, labeling, or other deficiency that is relevant to the harms reported. Based on available information available at this time, the alleged harm death is assessed as not related to the device in this case. Therefore, based on information available at this time, the device did not cause or contribute to a serious injury or death. The device has not been returned to the manufacturer. The manufacturer's investigation is ongoing. A supplemental report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device has not been returned to the manufacturer.

Manufacturer narrative:
The manufacturer previously reported information alleging a patient has passed away while using a ventilator. Medical intervention was not specified. The clinical expert's observation is that the cause of death and hypoxic respiratory failure were not related to the device based on no allegations of any specific device malfunction or other clinical information indicated. There was a death reported or alleged to have occurred. It was reported, "the patient passed away due to respiratory arrest on april 7th. Although a detailed hearing was not conducted, it was indicated that there is a possibility of an incident attributable to the hospital's responsibility." We have been asked to submit the alarm and event logs from (B)(6). The sales representative visited the hospital and collected the device. The clinical expert's observation is that the reported event makes no allegation of any specific device malfunction, use error, failure, labeling, or other deficiency that is relevant to the harms reported. Based on available information available at this time, the alleged harm death is assessed as not related to the device in this case. Therefore, based on information available at this time, the device did not cause or contribute to a serious injury or death. During the evaluation of the device at the manufacturer's service center, periodic maintenance was performed. Operational checking was performed, and no abnormality was confirmed. The error log was checked, and it was confirmed that no error was found indicating that a device failure occurred. Flow and pressure testing was performed, and the device passed. Disassembly and internal checking were performed, and no abnormality was confirmed. Therefore, it has been determined that there is no abnormality in the device. Additionally, the trilogy02 pm1 kit was replaced as regulated by maintenance procedure to prevent failure. Repair test, alarm check, battery check, run in tests, and cleaning were performed. The unit operated properly.